Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of failure to capture on the left ventricular lead was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, visual and x-ray analysis was normal and no anomalies were found.